Event description:
The device was used during a colostomy procedure. Reportedly, the instrument was difficult to open. The surgeon resected tissue at the application site and performed a permanent colostomy. The hosp has reported the pt's condition is satisfactory.